Manufacturer narrative:
The unit was received at the international service center for evaluation. The service technician confirmed the reported problem. The da (data acquisition) pcba (printed circuit board) was replaced to resolve the issue. (B)(4).

Event description:
The international customer reported while the unit was being used on a patient, an alarm indicated "oxygen inlet pressure was high", and the v60 unit became inoperative. The unit was replaced. The unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.

Manufacturer narrative:
The data acquisition (da) board was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not identify any signs of damage or contamination. The da board was installed in a test ventilator. The o2 supply pressure accuracy was tested and passed. The oxygen flow accuracy test was performed and passed. The ventilator was run for 2 hours without errors occurring. No failure was found. The root cause for the customer's complaint of 'oxygen inlet pressure was high" alarm, and the v60 unit became inoperative could not be identified.